Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4057m58 lead, implanted: (B)(6) 1991. (B)(4).

Event description:
It was reported that there was potential oversensing on the right atrial (ra) and right ventricular (rv) leads during high rate episodes. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.